Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, lot#: serial#: unknown, product type: unknown. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during the patient¿s lead revision (see related (B)(4)), the medical doctor removed the plug from the ins and the outer portion of the plug broke off and they had to retrieve the inner portion of the plug from the ins. An impedance check was performed and the ins was fine. No interventions were taken and the issue was resolved at the time of the report. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID neu_unknown, serial# unknown. Product type unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the device was discarded. No further complications were reported.